Event description:
Removal of endosseous dental implants. Two implants were placed in sites #19 and #20 on 2/1/97 during a routine procedure. They were removed on 2/26/97 due to infection.

Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implant is below the expected failure rate for this procedure as published in the scientific literature.